Manufacturer narrative:
Specific information with regard to patient age and weight was not provided. It was reported that the patient had experienced sensitivity. Upon the patient's return visit, the doctor removed the amalgam and repeated the procedure, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Manufacturer narrative:
The product was not returned; therefore, a visual and physical evaluation was performed on a retain sample, yielding results within specification for the carve time.

Event description:
A doctor alleged that the tytin amalgam was setting up too quickly during procedures for multiple patients. This is the first of three (3) reports.